Event description:
Patient was revised to address acetabular cup loosening, pain and osteolysis. Report also noted that there was a notable amount of lytic material in joint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Litigation papers allege that after implantation of the asr hip implant, the patient developed pain, loosening, metallosis and dangerously high levels of cobalt and chromium in her blood. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.